Manufacturer narrative:
(B)(4)

Event description:
Both leads migrated out of the epidural space. The pt was recharging more than expected (every other day). Recharge statistics showed that the pt was recharging with good duration. Coupling was generally good. The implantable neurostimulator was taking the charge fine. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.